Event description:
It was reported the charger was unable to locate the ipg for the last two months and patient was unable to charge the ipg. For the last two months and patient was unable to charge the ipg. The patient now has lost stimulation coverage. The sjm rep was unable to establish communication with the pt¿s external devices and extra external devices and extra external devices. The ipg is depleted. Surgical intervention is planned to address the issue.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.